Manufacturer narrative:
The referenced device was returned to olympus for service. The customers reported problem was confirmed, e117 otv error code displayed due to a defective motherboard. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. A review of the device repair history shows the device has not been repaired in the past year. The investigation by the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation, the cause of the e117 error was attributed to a defective motherboard. The root cause of the defective motherboard cannot be conclusively determined. In general, the customer is required to check the function of all devices and have an alternate equipment prior to use. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (osh) became aware during a routing product training, the asset/loaner visera 4k ultra high-definition camera control unit had an otv error, e117. No patient involvement or harm was reported.